Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be derailed. One grip close cable was derailed from the distal idler pulley. The grip can still open and close however movement may not be precise. Failure analysis concluded that the cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulley may contribute to derailment. Failure analysis investigation also found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches measured approximately .017 - 0.194 in length and not aligned with the tube axis. Failure analysis concluded that the damage may have been due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the prongs on the large suturecut needle driver instrument's head was loose and bent. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.